Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report missing sensor wire on (B)(6) 2014. Patient stated sensor failed and upon removal of sensor pod, patient was unable to locate sensor wire. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.